Event description:
Event description cpi received information that this bipolar lead dislodged. It was repositioned but dislodged again. There was intermittent loss of sensing and capture. A new lead was implanted.